Manufacturer narrative:
Our distributor has evaluated the returned unit. Per photos and explanation provided by the user and evaluation of the returned unit, it appears that the centrifuge rotor broke apart during use causing an imbalance that led to the centrifuge breaking apart. A recall is already underway for this unit.

Event description:
A centrifuge broke apart during use. Pieces of plastic struck the technician. The technician sustained very minor injuries and did not seek medical attention.